Event description:
It was reported via repair work order that the latching spindle weld broke on the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the latching spindle weld broke on the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the device was repaired. The customer was sent a new litter as a result of the warrany and repaired the unit themselves. Additionally, as a result of the weld damage sharp edges were excessible, which was also not reported in the previous MDR issued for this complaint.